Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00586. It was reported the patient experienced ineffective therapy. Diagnostics showed both leads had migrated. In turn, surgical intervention was undertaken wherein both existing leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00586. It was reported the patient experienced ineffective therapy. Diagnostics showed both leads had migrated. In turn, surgical intervention was undertaken wherein both existing leads were explanted and replaced to address the issue.